Event description:
Patient and daughter called in and reported that they have 4 cassettes part of the recall lot: 4329615. Patient reports headache and chest heaviness since this morning. Patient has 2 mixes left and 3 cassettes not part of the recall at this time. Md and nurse are aware. Sending replacement cassettes for tomorrow. No further info. IV remodulin pt. Product lot number and expiration date were systematically retrieved from the dispensing system. No add'l info, details, or dates available. Pump return tracking info is not available. Photographs were not provided. This is a continuous infusion set flow rate and volume delivered are unk. Position of the pump when a arm occurred is unk. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Unk; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Shipping replacement cassettes and emergency kit of medication. Resolved. Reported to (B)(6) by pt/caregiver.